Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient experienced bleeding from the impella access site. Heparin was stopped and one unit of packed red blood cells (pbrc) was given. The patient is stable.

Manufacturer narrative:
No device or data logs were returned. The root cause of the access site bleeding was most likely due to anticoagulation management since the hemostasis was achieved by stopping the heparin. This report is being filed as part of a retrospective review of historical records.